Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 458.942 synthes lot: 7263278 supplier lot: n/a. Release to warehouse date: february 19, 2013. Manufacturing location: synthes monument no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, patient underwent a hardware removal and revision surgery. There was a fracture that occurred below the nail. Procedure outcome and patient status are unknown. This report is for a 5.0mm ti locking screw 42mm. This is report 1 of 3 for (B)(4).